Manufacturer narrative:
The insulin pump alarmed with a motor error followed by unresponsive buttons due to moisture damage on the electronic assembly. Traces of moisture were also found at the motor assembly and keypad traces per visual inspection. The unit was also received with cracked casing at the display window corners and battery tube threads as well as minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that his insulin pump got wet and alarmed with a button error. The customer cleared the alarm but there was water inside of the lcd glass. The patient's blood glucose at the time of incident was 263 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's pump dropped from the case hooked to his stomach. The moisture exposure happened when the pump fell. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.